Manufacturer narrative:
Additional narrative: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient¿s date of birth and weight are unknown. Additional device product code: hwc. Reporter phone number: (B)(6). The device has been received and a manufacture evaluation was performed. The investigation of the complaint articles indicates that the:we have received four parts for investigation, here is the statement: 02.108.420 - l270351 / lcp paediatric condylar pl 5.0 90° w/23: upon visual inspection, the hole thread a, b and c (head) at the received plate are badly damaged/deformed, and the surface on the upper side has some scratches. Otherwise the article is in good condition. The article was manufactured in january 2017. As part of the chu investigation; we have measured the neck diameter, the results meet the specifications. Evaluation result for all parts: device history record (DHR) reviews were performed for the affected article and lot combinations, no abnormalities or deviations were detected, which could lead to the complaint failure. No ncrs were marked in the DHR during production. Moreover a review of our complaints data base shows, that there are no other complaints for this issue from these article and lot combinations. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. Based to this, no further investigation will be done, as raw material and functional back-out/pull-out. Unfortunately we are not able to determine the exact reason for this occurrence. A device history record (DHR) review was performed for: 02.108.420 - l270351, manufacturing location: (B)(4), manufacturing date: 13.jan.2017. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient was implanted with pediatric locking femur plate and unknown number of screws on (B)(6) 2017. Few days after the surgery, the surgeon found that the three (3) of the locking screws came out of the locking holes. The surgeon explanted the plate and screws on (B)(6) 2017. Surgery was completed successfully with no surgical delay and any other medical intervention required. Patient outcome reported as okay. On (B)(6) 2017 the received plate is damaged, this article was updated from concomitant to a part in the complaint. This complaint now involves 4 parts. This report is 4 of 4 for (B)(4).